Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis (pd) nurse (n) on (B)(6) 2010. The pdn stated that "the patient did not develop any type of ill effects" as a result of this incident. There was no patient injury or medical intervention associated with the incident. The pdn verified the patient knows the proper procedures for carrying out pd therapy. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. The lot number was not provided; therefore a batch review cannot be conducted. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during drain 3 of 4. The home patient had disconnected and reconnected. It was explained to the caller to press stop when disconnecting to go to the restroom to avoid the alarm. The caller would use manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.